Manufacturer narrative:
Insulin pump received with pump error alarm during self test, problem isolated to rf board.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self test. The customer¿s blood glucose was unknown at the time of incident. The customer state that they were able to clear and able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.